Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report physician resistance and material deformation it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was inserted without issues and the leaflets were successfully grasped. When attempting to deploy the clip, the lock lever cap was unable to loosen. In order to remove the lock lever cap, the physician had to use a hemostat. Once the cap was removed, it noted that the lock lever looked melted. The clip was then able to be deployed without further issues, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported material deformation of the lock lever shaft. The lock lever cap was observed to have a scratch. Furthermore, the reported lock lever cap unable to loosen during procedure could not be replicated in a testing environment due to the condition of the returned device (lock lever shaft was twisted). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a cause for the reported lock lever cap unable to loosen during procedure could not be determined. The reported material deformation of the lock lever shaft and observed scratch on the lock lever cap appear to be due to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.